Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 524840-invalid,524839-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test.". The patient's medical history included cholecystectomy in 2004, gastric bypass in 2003, cramp in lower abdomen, overweight, spinal fusion surgery, breast lump removal, arthroscopy, polymenorrhoea, infection, multiple sclerosis, multiparous and endometrial ablation. Current weight 255 lbs. Previously administered products included for an unreported indication: toradol. Concurrent conditions included epigastric pain since (B)(6) 2012 and alcohol intoxication since (B)(6) 2012. Concomitant products included fluoxetine hydrochloride (prozac), hydrocodone bitartrate;paracetamol (vicodin), ibuprofen (motrin), ketorolac, ondansetron, oxycodone and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), adnexa uteri pain ("ovary pain"), menopausal symptoms ("hormonal changes describe: pre-menopause"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines / headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), visual impairment ("vision/eye problems type: vision has decreased"), uterine pain ("uterus pain /chronic pain") and back pain ("lower back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (on 17-mar-2016 novasure endometrial ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, vaginal haemorrhage, adnexa uteri pain, menopausal symptoms, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, migraine, nausea, dyspareunia, fatigue, alopecia, visual impairment, weight increased, uterine pain and back pain outcome was unknown. The reporter considered adnexa uteri pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menopausal symptoms, menorrhagia, migraine, nausea, urinary tract disorder, uterine pain, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: the coils were noted to have approximately 7 coils noted on the patient's left and 5 coils noted on the patient's right. Current weight 255 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Human chorionic gonadotropin - on an unknown date: negative. Nuclear magnetic resonance imaging brain - on (B)(6) 2017: 1.compared to the prior examination, there has been no significant change. 2. Few small foci of signal abnormality within the supratentorial white matter are nonspecific and can be seen with migraine headaches, chronic microangiopathy, or even lyme disease or demyelinating disease in the appropriate clinical setting.. Ultrasound pelvis - on (B)(6) 2016: the uterus is normal measuring 9 x 4.2 x 5.1 cm. Essure coils are noted in the appropriate location. The endometrial measurement is 9 mm. Ultrasound scan vagina - on (B)(6) 2016: normal ultrasound examination of the pelvis. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2019: ¿update of information (batch is invalid) product technical compliant incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 524840-r,524839-l) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test.". The patient's medical history included cholecystectomy in 2004, gastric bypass in 2003, cramp in lower abdomen, overweight, spinal fusion surgery, breast lump removal, arthroscopy, polymenorrhoea, infection, multiple sclerosis, multiparous and endometrial ablation. Current weight (B)(6). Previously administered products included for an unreported indication: toradol. Concurrent conditions included epigastric pain since (B)(6) 2012 and alcohol intoxication since (B)(6) 2012. Concomitant products included fluoxetine hydrochloride (prozac), hydrocodone bitartrate;paracetamol (vicodin), ibuprofen (motrin), ketorolac, ondansetron, oxycodone and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), adnexa uteri pain ("ovary pain"), menopause ("hormonal changes describe: pre-menopause"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines / headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), visual impairment ("vision/eye problems type: vision has decreased"), uterine pain ("uterus pain /chronic pain") and back pain ("lower back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (on (B)(6) 2016 novasure endometrial ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, vaginal haemorrhage, adnexa uteri pain, menopause, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, migraine, nausea, dyspareunia, fatigue, alopecia, visual impairment, weight increased, uterine pain and back pain outcome was unknown. The reporter considered adnexa uteri pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menopause, menorrhagia, migraine, nausea, urinary tract disorder, uterine pain, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: the coils were noted to have approximately 7 coils noted on the patient's left and 5 coils noted on the patient's right. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Human chorionic gonadotropin on an unknown date: negative. Nuclear magnetic resonance imaging brain on (B)(6) 2017: compared to the prior examination, there has been no significant change. Few small foci of signal abnormality within the supratentorial white matter are nonspecific and can be seen with migraine headaches, chronic microangiopathy, or even lyme disease or demyelinating disease in the appropriate clinical setting. Ultrasound pelvis on (B)(6) 2016: the uterus is normal measuring 9 x 4.2 x 5.1 cm. Essure coils are noted in the appropriate location. The endometrial measurement is 9 mm. Ultrasound scan vagina on (B)(6) 2016: normal ultrasound examination of the pelvis. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menorrhagia. Most recent follow-up information incorporated above includes: on 30-jul-2019: pfs and mr received: this case has become incident .previously reported event " injury to herself" replaced with new events .new events added: hormonal changes describe: pre-menopause, abnormal bleeding (general), abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), bladder problems or changes, urinary problems or changes, dysmenorrhea (cramping), migraines / headaches, nausea, dyspareunia (painful sexual intercourse), fatigue, hair loss, vision/eye problems type: vision has decreased, weight gain, uterus pain/chronic pain, lower back pain, lot number added, concomitant drugs , patient history, historical drugs were added, reporter information were updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.